Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop which appeared to be consistent with a pump reset due to electrostatic discharge (esd). Following the event, the pump resumed operation at the fixed speed without issue. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity may damage and/or interfere with the system and cause the left ventricular assist device to stop. These documents also warn that patients should be connected to battery power when performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook also include further information on electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review. The data showed a pump stop with low pump current on (B)(6) 2025. This type of behavior had been linked to a potential electrostatic discharge (esd) which temporarily caused the pump to stop and then restart as designed. This pump stop only lasted for 3 seconds. In addition, the log noted a few low flow flags between 26jan2025 and 28jan2025 that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended. The patient did not report any symptoms at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.